Manufacturer narrative:
Ortho clinical diagnostics (ocd) performed retained testing. Satisfactory results were observed.

Event description:
Customer reported no reactivity with vrb134 cell 14 and a pt with anti-kell. This report corresponds to ortho clinical diagnostics inc. (B) (4).